Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice automated pd set with cassette has a black mark. The patient could not determine if the black mark was inside the tube or outside. This issue was identified during setup with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.